Manufacturer narrative:
Device was used for treatment, not diagnosis. Age, date of birth, weight, ethnicity and race were not provided for reporting. The upc, lot number and UDI number are not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The consumer alleged that during past use with dental floss, the floss got stuck between the consumer's teeth and a tooth cracked while the consumer was trying to remove the dental floss.